Event description:
The hospital reported that the radiopaque element separated from the sponge. The doctor had to reopen the patient to be sure no sponge was left in. When additional packages were opened the element was just laying in fold, not sewn together.

Manufacturer narrative:
(B)(4): the manufacturer, jiangus guandga medical material group co., ltd., was notified of the reported issue. The investigation into the root cause is in process.